Event description:
Patient initially called to report service error code. Full reboot did not clear the code. Patient then got "connect the plug to your monitor" alert and additional service error code. Troubleshooting unsuccessful.